Event description:
There was an allegation of a questionable high gluc3 glucose hk gen.3 result from the cobas 8000 cobas c 701 module. The initial result was 15.71 mmol/l and was reported outside of the laboratory. The medical personnel ordered a remeasurement of the sample because the result was not plausible. The repeat result was 3.76 mmol/l. The reagent lot number was 584180 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The field service engineer found an issue with the tubes of the washing station. He replaced the tubing system, gear pump head, vacuum pump, and incubation bath degasser. The customer confirmed there were no further issues. The calibration and qc data were acceptable. Therefore, a general reagent issue was excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation could not determine a specific root cause but found the issue was resolved after the service actions.